Manufacturer narrative:
Device unique identifier (UDI)-(B)(4). Approximate age of device- 1 year and 9 months. The patient remains on-going on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed/arteriovenous malformation (avm). The patient was treated with octreotide injection. No additional information was provided.